Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead looked like it was not in the proper position. At the lead revision, the physician was able to remove the lead without retracting the helix. Upon removal, the lead helix would no reliably retract. The ra lead was replaced. It was further reported that the left ventricular (lv) lead caused persistent diaphragmatic stimulation in all vectors. The physician attempted to reposition but then decided to explant the lv lead and replace with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of d11: d314trm implantable cardioverter defibrillator (ICD) 2013-(B)(6),  4196-88 implantable pacing lead 2013-(B)(6), 6947 implantable tachy lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.